Event description:
The clinician reports, that the implant was inserted (B)(6)2018 in fdi 15 of the patient's mouth. Details of surgery are reported as follows: ridge augmentation was performed at time of surgery. On (B)(6)2019, non- osseointegration of the implant was verified. The device was forwarded to the manufacturer for investigation. There were no reported patient injuries or complications.

Manufacturer narrative:
Report late due to asr to individual reporting transition.

Event description:
The following was involved in this event: ridge augmentation.